Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. The patient has a conical aortic neck, the aortic neck changes from 21 mm to 28 mm in diameter and 30 degree angulation. It was reported 35 months post stent graft implant the stent graft has migrated 20 mm resulting in a type I endoleak. The patient was treated with a talent aortic cuff and an aneurx aortic cuff. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Evaluation results: (migration, endoleak), (conical aortic neck). Evaluation conclusion: (conical aortic neck). (Secondary intervention is required).